Event description:
It was reported that the bd alaris smartsite gravity blood set experienced component separation, and leakage. The following information was provided by the initial reporter: this has been happening with our blood tubing. Are there any recalls or plans to change manufacturing?

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity blood set experienced component separation, and leakage. The following information was provided by the initial reporter: thais has been happening with our blood tubing. Are there any recalls or plans to change manufacturing ? "

Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported that this has been happening with our blood tubing. The photo shows the set with the tubing separated from the chamber. This photo verifies the complaint. However, the root cause of this failure was not identified as no product was returned. A device history record review could not be performed on model 10010903 because a lot number is unknown.